Event description:
During use of ge e-caio-00 anesthesia gas module, unit stopped showing anesthetic agent readings, field went to dashes. When tested in shop, unit came up with a "failure to ID agent" alert in data field. This has happened to two different units and they have been sent in to ge for depot repair. We have also had no agent reading at the start of a case, several times, and units have been swapped with an operational one, to be calibrated and tested later.